Event description:
The customer reported that the system was unable to display live images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the system's camera, and adjusted and calibrated the camera's iris. The system was tested and found to be working as intended and put back in service.